Event description:
Event description cpi received information that this ventricular pacing lead was exhibiting a large fluctuations in impedance and r wave amplitudes. During revision, blood was noted in the lead. The lead was explanted and returned to cpi for analysis. On 01/18/01, additional information was received - the lead had lost capture. The problem was discovered at the clinic check and the patient had own underlying rhythm, did not have any symptoms.